Manufacturer narrative:
Engineer¿s evaluation relayed, "the complaint was confirmed in that the inner tray/lid package was dirty and the lid had been removed from the tray. This product did not leave biomet's control in this condition due to the nature of the non-conformity and the requirements of inspection criteria (B)(4)." Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for these lots. Use error caused or contributed to event; no failure detected, device operated within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a reverse total shoulder procedure, the products in the packaging seemed normal and sealed. However, the packaging on the inside was dirty, opened, and non-sterile.